Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse inspected the unit and found that the support arm that the black button is attached to was bent inward from pushing it too hard. The fse was able to open the unit, remove the executive processor board where it is located and reshape the support arm to its original position. The unit pm was the completed and the unit approved for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a missing back button. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: e1 (event site telephone: (B)(6).

Event description:
N/a.